Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the pedal was sticking. A dynaglide foot pedal was selected for use. However, it was noted that the foot pedal was sticking and would return to idle position with a lag time. There was no patient involvement reported.